Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results from 2 patient samples tested for thyrotropin (tsh), free thyroxine (ft4) and ft3 - free triiodothyronine (ft3 iii). The customer provided the 2 patient samples for investigation. Of the data provided, the results for 1 patient sample were erroneous when tested for ft3 iii between the customer's instrument, an e 170 analyzer used at the investigation site and an e411 analyzer used at the investigation site. Erroneous results were reported outside of the laboratory. No adverse event occurred. The e 170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 187432 with an expiration date of 07/01/2016. The type of instrument and serial number for the customer's analyzer is not known.

Manufacturer narrative:
The patient sample was submitted for investigation. Investigation confirmed thepresence of an interfering factor against the idiotype of the monoclonal antibody of the ft3 iii assay. This specific interference is addressed in product labeling.